Manufacturer narrative:
During follow up on (B)(6) 2016, the contact reported that the hcp adjusted the pump carb ratio and basal rate and customer's bg's have stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level up to 345 mg/dl. The contact delivered a bolus to stabilize the customers bg level. The contact declined to troubleshoot with tandem technical support (cts) and believes bg levels are due to food consumed. During follow up, the contact reported that the customer had a bg level of 251 mg/dl, with small ketones present, post breakfast. The contact will administer a bolus to stabilize bg level. The contact believed that pump carb ratio settings need to be adjusted to calculate more insulin per gram of carbohydrates and will contact the health care provider (hcp) regarding pump settings.